Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4), s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient was grossly loose and the poly was already a 19. It was deemed necessary to convert to revision components to obtain stabiltiy